Event description:
It was reported that a faradrive steerable sheath that was selected for use during a pulsed field ablation procedure to treat a persistent atrial fibrillation exhibited air ingress. The faradrive sheath was prepared and used throughout most of the procedure without issue. During the procedure, the farawave catheter was removed due to spline inversion. Upon reinsertion of the catheter into the sheath, bubbles were observed in the faradrive sheath flush line during aspiration. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that a faradrive steerable sheath that was selected for use during a pulsed field ablation procedure to treat a persistent atrial fibrillation exhibited air ingress. The faradrive sheath was prepared and used throughout most of the procedure without issue. During the procedure, the farawave catheter was removed due to spline inversion. Upon reinsertion of the catheter into the sheath, bubbles were observed in the faradrive sheath flush line during aspiration. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that a bit of saline leak from the sheath valve was observed. Pressure bag was used for irrigation. No air was seen in the patient. Guidewire was inside the catheter when the farawave was inserted into the sheath. No damage to the luer. The leak was classified as being a slow drip.

Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath that was selected for use during a pulsed field ablation procedure to treat a persistent atrial fibrillation exhibited air ingress. The faradrive sheath was prepared and used throughout most of the procedure without issue. During the procedure, the farawave catheter was removed due to spline inversion. Upon reinsertion of the catheter into the sheath, bubbles were observed in the faradrive sheath flush line during aspiration. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that a bit of saline leak from the sheath valve was observed. Pressure bag was used for irrigation. No air was seen in the patient. Guidewire was inside the catheter when the farawave was inserted into the sheath. No damage to the luer. The leak was classified as being a slow drip.